Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing direction of flow label, which was observed during evaluation and is considered confirmed. The label was replaced.

Event description:
It was reported that a spectrum pump had a missing flow label. Any patient involvement, injury or medical intervention is unknown.